Event description:
The manufacturer received a report that a trilogy evo ventilator failed a software upgrade and that the internal battery was depleted. No further details were provided. No patient harm or injury was reported. The device was evaluated at a third-party service center. During the evaluation of the device, the device log files were successfully downloaded and reviewed in full. A ¿ventilator service required¿ alarm was identified and attributed to a permanent failure of the internal li-ion battery. An additional error indicating the vbus dropped below 8.000v was also observed. This condition may be associated with depletion of all available power sources, a fault in the active power source, or a power path circuit malfunction. A low-priority alarm associated with the internal li-ion battery was also identified. This alarm may occur when the internal battery is depleted but not disconnected, requires charging, has failed, or when a system printed circuit assembly (pca) failure is present. An additional error indicating no usable power sources connected was also observed. This condition may occur when both internal li-ion batteries are below 12.000 v, when vbus remains below 8.000 v for greater than or equal to 1.5 seconds, when the internal is battery fully depleted, or due to a power path hardware fault, system pca fault, or internal battery fault. The internal battery was replaced to address these issues. Additional errors unrelated to the reportable malfunction were also identified. A permanent failure of the detachable li-ion battery was observed, along with an error indicating the detachable li-ion battery was depleted, the detachable battery failed, or the detachable battery cable and/or interface pca failed. The detachable battery was replaced to correct these issues. Due to a start/stop key latch failure, the printed circuit assembly (pca) required replacement. In addition, software version, 1.06.15.00 was installed to address a "vent service required" alarm associated with corrupted software certificates. An internal and external inspection of the device was performed, and no cosmetic damage was observed. No alarms were noted during bench run in testing. A final report is being submitted. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The reported failure of ventilator service required alarm attributed to a permanent failure of the internal li-ion battery, the vbus dropped below 8.000v, and no usable power sources being connected is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.